Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: (B)(6) 2019. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn:m365sc8116700, model: sc-8116-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that patient underwent an explant procedure for an unknown reason and it was believed not device related. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.